Manufacturer narrative:
(B)(4): the customer reported a leads ECG failure where v3 could not be acquired. There was no reported adverse patient impact. Philips sent a replacement trunk cable to the customer to resolve the failure.

Event description:
The customer reported a leads ECG failure where v3 could not be acquired. There was no reported adverse patient impact.